Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced rupture on the left breast implant. The rupture was discovered by mammogram. As a result, the patient underwent bilateral removal and replacement with mentor gel implants of unknown type, (B)(4)on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 47 year old female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced rupture on the left breast implant. The rupture was discovered by mammogram. As a result, the patient underwent bilateral removal and replacement with mentor gel implants of unknown type, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor with gel inside that appeared cloudy. No foreign material was observed within the device. Yellow material and gel was observed on the shell surface. The mentor product analysis lab discovered a rent at the patch junction. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).